Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a vibratory notification for non-sustained rv oversensing. The device exhibited post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received indicated that the recommended programming changes were made.